Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube's additive was found to be "abnormal" before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found many tubes additive abnormality."

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for additive abnormality with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k945952. PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube's additive was found to be "abnormal" before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found many tubes additive abnormality."